Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1003 indicative of voltage too low for the projected remaining capacity. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. No other suspicious faults or resets were noted. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Based on the battery depletion curves (no indications of intermittency) and no faults other than code 1003 it was concluded this is consistent with normal battery depletion. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1003 indicative of voltage too low for the projected remaining capacity. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.